Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experiencing diabetic keto acidosis. Customer stated insulin pump buttons were sticking, no delivery alarm, had to rewind more than once. The insulin pump will not be returned for analysis.